Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-00843, 0001825034-2017-03376.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 8 years post-implantation due to pain, discomfort, elevated metal ion levels and loosening of the acetabular cup. During the procedure, the stem anteversion, scar tissue and stiffness were noted. The femoral head, taper adapter and acetabular cup were removed and replaced, and an acetabular liner was implanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.